Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut off in the middle of the infusion and displayed a system error 343 (motor high-rate error) in the ICU (intensive care unit). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: h11:the device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.